Manufacturer narrative:
The complaint is confirmed based on the customer provided photo, which displays the tighrope had broken. Dfu-0147-6 revision 0 warns against the usages list to help avoid suture damage. Section g - precautions:1 1. Acl/pcl/ btb/rt/abs tightrope only: excessive force on the shortening suture strands may break the strands and impair ability to fully seat the implant. No additional force on the shortening suture strands is required when the graft/wedge construct reaches the desired position in the femoral socket and the graft stability is verified by pulling distally on the graft. 2: load the acl/pcl tightrope button over the unspliced, thinner portion of the acl/pcl tightrope suture to assist assembly. Once assembled slide the acl/pcl tightrope button down to the thicker, spliced portion of the acl/pcl tightrope suture to help prevent disassembly. 3. Surgeons are advised to review the product-specific surgical technique prior to performing any surgery. Arthrex provides detailed surgical techniques in print, video, and electronic formats. The arthrex website also provides detailed surgical technique information and demonstrations. Or, contact your arthrex representative for an onsite demonstration. However, without the return of the device for physical evaluation, the most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 3/29/2023, it was reported by an arthrex employee via email that a patient underwent a procedure for dislocation of the left acromioclavicular joint on (B)(6) 2022. It was discovered through a nuclear magnetic examination on (B)(6) 2023, that there was a dislocation of the acromioclavicular joint. On (B)(6) 2023, the patient underwent revision surgery and got the implants removed. During the procedure, it was found that the tightrope was broken. The case was completed with steel plate fixation. Additional information received on 4/4/2023. During the revision surgery, ar-2257 ac tightrope was explanted. The steel plate used to complete the procedure is a product from another manufacturer.